Manufacturer narrative:
The insulin pump was received with missing segment on lcd glass due to cracked zebra connector on lcd board. The pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery, displacement, self-test, unexpected error test and all operating current test. No unexpected low battery, off no power or weak battery alarm was noted. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of weak battery and missing segments on the display of the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she called in about a month ago and her battery was constantly dying. The customer was advised to clear the weak battery alarm with the escape and act buttons. The customer stated that the battery used is (B)(6) alkaline battery. The customer was advised that a weak battery will occur prior to a failed battery test or low battery alert. The customer stated that the pump was dropped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.